Event description:
It was reported that during an endocholistectomy procedure, the clip was stuck in the device. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results of the er320 device found that it was received with two malformed clips jammed within the jaws; the clips were removed in order to inspect the jaws and they were found to be yielded. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.